Event description:
The customer provided an export of work orders that included alleged spacelabs healthcare product malfunctions. The export included the following event details: all of the telemetry monitors at nurses station have went out. The biomed stated that the central was frozen and required a restart. After the central was restarted, the issue was resolved. The customer was unable to provide additional information about this event.